Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection the patient is very skinny and the device pocket opened and exposed the can. There were no additional adverse patient effects reported. The ICD was explanted.